Event description:
Ventilator touch screen quit working with unknown values on ventilator. Pt de-saturated and needed to be bagged while a replacement ventilator was brought in to replace the malfunctioning ventilator.